Event description:
I started gaining weight, too weak and tired to exercise, flu like symptoms nearly everyday for over a year now, pain in breast, chest, body aches, hair loss, fevers, sweats, headaches, joint pain, vision loss, etc started to feel ill a year after breast implants, slowly progressed and now feel like I'm progressively getting worse. I don't have health insurance right now due to covid-19 unemployment. FDA safety report ID # (B)(4).